Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were not evaluated. One unit could not be located when the technician went to the hospital. One unit was not evaluated because the customer canceled their service request. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the brakes could not be engaged. No patients were involved.